Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced low blood glucose levels. The blood glucose reading was 49 mg/dl. The customer's daughter stated that the insulin pump did not alarm threshold suspend when it should have. The sensor glucose reading was 88 mg/dl. The most recent blood glucose reading was 49 mg/dl, compared with the most recent sensor glucose reading of 52 mg/dl. The caller was advised to discuss with the doctor about increasing the threshold suspend limit to allow for more time ot treat. The caller stated that the low blood glucose levels were explainable, as the customer had not been eating prior to getting blood work done. She declined troubleshooting assistance for the matter. Nothing further reported.